Event description:
It was reported that spiking of the bag caused particle to be present in the saline bag. The particle was removed with no adverse consequences. The procedure completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: ahto tubing set was connected with normal saline for irrigation during laparoscopic surgery. After irrigation a rubber(0.5cm) was found in the surgery area on patient. The rubber looks a particle from the rubber lid of the normal saline. The particle( found rubber) was immediately removed and the procedure was completed successfully. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be excessive force, extreme shipping or storage conditions, or manufacturing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that spiking of the bag caused particle to be present in the saline bag. The particle was removed with no adverse consequences. The procedure completed successfully.